Manufacturer narrative:
Concomitant medical products: 1688tc lead, implanted: (B)(4) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead had chronically low pacing impedance. Additionally, the rv lead exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.